Manufacturer narrative:
Insulin pump received in with a protruded/loose drive support disk. A cracked case, cracked battery tube threads, missing end cap sticker and a scratched display window was also noted.

Event description:
The customer stated that the drive support cap is protruding from the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.